Event description:
It was reported that during an unknown procedure, the device was not functional and was not recognized by the generator. Spare material used. No more information available. No consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. D4 batch #: x95d85. Investigation summary; the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the handpiece was received partially disassembled with the nose cone missing and not returned. The remaining instrument was connected to gen11 and it was recognized, therefore the reported "communication issues" event could not be confirmed. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect the remaining components and the internal wires were noted disconnected. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.